Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via a remote merlin.net transmission with an alert for nonsustained rv oversensing. Review of the transmission revealed no egms were recorded due to the nsvo episode trigger being programmed off. Programming changes were made. There have been no further issues with the patient.